Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation, left breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation procedure with mentor smooth round moderate plus profile 325cc saline breast prostheses and suffered from deflation of the right breast prosthesis. The patient¿s dog jumped on her chest and struck her right breast. Deflation was noticed the following day. Additionally, the patient developed baker grade ii capsular contracture in her left breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 325c saline breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.